Event description:
A malfunction alarm, identified as malf 12 due to a momentary power loss to the vibrator motor, was reported by the customer in ireland through the air liquide healthcare ireland distributor. There was no adverse impact to the customer's blood glucose level, as it did not exceed any harmful thresholds. To address the issue, tandem technical support decided to replace the pump and provided instructions for returning the defective unit using a pre-paid label. The customer understood the instructions, agreed to return the pump within 10 days, and planned to continue using the current pump until the replacement arrived.